Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ferritin (ferr) and roche diagnostics cobas elecsys anti-tpo (anti-tpo) on a cobas 8000 e 801 module (e801). No erroneous results were reported outside of the laboratory. The sample was processed on a roche 8100 pre-analytic system. The sample initially resulted with a ferr value of 277 ng/ml, which repeated as 551 ng/ml. The sample initially resulted with an anti-tpo value of 126 iu/ml, which repeated as 10.6 iu/ml. No adverse events were alleged to have occurred with the patient. The ferr reagent lot number was 30832700, with an expiration date of 31-jul-2019. The anti-tpo reagent lot number was 32867201, with an expiration date of 31-jan-2019.

Manufacturer narrative:
The customer confirmed the ferr result of 551 ng/ml to be correct. The sample was run on a different e801 module and the result was 526 ng/ml. The ferr calibration signals from 07-june-2018 are higher than expected. The ferr qc recovery was within the specified ranges. The anti-tpo investigation found no indication for a reagent issue based on the calibration and qc data. A general reagent issue could not be identified for either ferr or anti-tpo. The investigation could not determine a definitive root cause.